Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including intra-operative bleeding as outlined in the instructions for use (IFU). The IFU outlines the steps for placement of the device and instructs that after placement of the inflow cannula in the ventricle and tightening of the sewing ring's screw around the inflow conduit verify no blood or air leakage around the sewing ring. With review of the available information the exact timing and cause of the reported damage as related to its use cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site in (B)(4) reported that during the implant procedure, after the pump was implanted, bleeding was noticed at the juncture of the sewing ring and inflow cannula. The ring was loosened and pump adjusted; the bleeding continued. The patient was placed back on bypass for a very short time and the pump was taken out and inspected. The o ring was torn and separated. A new o ring taken from another kit, placed on the same pump and the pump was re-implanted. There was no further bleeding from the site and no effect on the patient.

Manufacturer narrative:
The site reported that, after the pump was implanted, bleeding was noticed at the juncture of the sewing ring and inflow cannula. The ring was loosened and pump adjusted; the bleeding continued. The patient was placed back on bypass for a very short time and the pump was taken out and inspected. The o ring was torn and separated. A new o ring taken from another kit, (B)(4), was placed on the same pump, (B)(4) and the pump was re-implanted. There was no further bleeding from the site and no effect on the patient. The o-ring was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.